Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to clean the cup presence sensor. The customer cleaned the sensor and the problem was resolved. The aia-600ii instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2017, which included data from 16-september-2016 through (B)(4) 2017. There were no similar complaints identified during the searched period, which includes this event. The aia-600ii operator's manual under section 8.2 analyzer error messages is as follows: pickup failure turn off power to the analyzer. Open covers and check inside the instrument for dropped test cups or tips, test cups or tips obstructing the waste chute, or a test cup stuck in the pickup chuck. Remove any obstructions, clean the waste chute and bottom of the pickup chuck with ethanol, secure the plastic waste liner under the lip of the waste chute. Reinitialize the analyzer by turning on the analyzer at the power switch. Call tosoh bioscience if problem reoccurs. The most probable cause for a pickup failure on the tests cups was the cup presence sensor needed to be cleaned.

Event description:
On (B)(6) 2017, a customer reported a pickup failure on the tests cups for the aia-600ii instrument. Technical support advised the customer to clean the sensor/pickup chucks and to check the waste chute for jammed cups. The customer is unable to run patient samples on hcg, estradiol (e2) progesterone, fsh, lh, and prl. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hcg, estradiol (e2) progesterone, fsh, lh, and prl. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.